Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery the drill bit was missing from the set. More than 30 minutes delay was reported and the procedure was finished with a competitors device.